Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had blank display. The customer stated that they tried 6 new batteries but still the same when they woke up the insulin pump was out and caused their sugar level to go up and display wont turn on. Customer stated that the display was not blank less than 30 seconds and did not return. Customer stated that display was blank currently. Customer was advised to remove the battery. Customer insert battery alarm did not display on the insulin pump screen. Customer was using alkaline type of battery. Customer also stated that the contacts on the battery cap were neither missing nor damaged. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.